Manufacturer narrative:
A lot history review (lhr) of reyg1724 showed no other similar product complaint(s) from these lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
Whilst inserting the guidewire, the wire bent. Dr pulled the wire back and the wire had unraveled and "separated", (B)(6) 2015.